Manufacturer narrative:
(B)(4).

Event description:
The health care provider (hcp) reported that the patient's device was not working. The patient needed an MRI of the head and the device not working was not the reason for the MRI. No symptoms were reported. The indication for use for this patient was gastrointestinal/pelvic floor. No troubleshooting, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Report has been updated to include both an adverse event and a product problem. (B)(4). It is noted consumer is also now applicable to the event.

Event description:
The consumer reported they experienced a loss of therapy since (B)(6) 2014. It worked for a little bit but then stopped working. It was unknown if it was turned on. Additional information received via the healthcare provider (hcp) six days later reported it was unclear when the patient first experienced their device not working. It was noted the patient had cognitive decline, which made "assessment impossible."